Event description:
Customer reported receiving a check blood glucose readings alarm on the insulin pump. Customer also mentioned that she had a couple of low blood glucose readings episodes. Customer stated that she had blood glucose readings of 49 mg/dl and was treated with food. Customer also had blood glucose readings of 55 mg/dl the night before and was treated with juice. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Customer's blood glucose reading at the time of the call was 172 mg/dl. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.